Event description:
A falsely elevated troponin I result of 0.69 ng/ml was obtained on a patient sample. The result was reported to the physician. A second draw was tested five hours later and a a result of 0.02 ng/ml was obtained. The initial sample was retested on the same instrument and a result of 0.02 ng/ml was obtained. No information was provided regarding patient treatment. Unable to determine adverse health effects due to the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result is sample integrity.